Event description:
Procedure performed: laparoscopic gynaecological surgery. Event description: during the insertion of the 11 mm trocar into the infraumbilical abdominal cavity for tubal sterilisation. When we had removed the obturator from the outer sheath in order to insert the camera, and when it was already on the scrub nurse's table, she told us that a fragment was missing. Obese patient. No physical injuries, but the patient and her family became very nervous and demanding, and due to the stress, they experienced, they behaved quite rudely towards the surgeon during her hospital admission for observation. We conducted an exhaustive search for the fragment inside the abdominal cavity, washed with saline solution, and were able to retrieve and extract three fragments, each approximately 4 mm in size. She was discharged on (B)(6) after undergoing an abdominal CT scan in which the radiologist reported observing tubular material adjacent to the abdominal fascia measuring less than 3 mm. Intervention: we conducted an exhaustive search for the fragment inside the abdominal cavity, washed with saline solution, and were able to retrieve and extract three fragments, each approximately 4 mm in size. Patient status: she was discharged on (B)(6).

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with four (4) sterile units. Visual inspection confirmed the complaint¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic gynaecological surgery. Event description: during the insertion of the 11 mm trocar into the infraumbilical abdominal cavity for tubal sterilisation. When we had removed the obturator from the outer sheath in order to insert the camera, and when it was already on the scrub nurse's table, she told us that a fragment was missing. Obese patient. No physical injuries, but the patient and her family became very nervous and demanding, and due to the stress, they experienced, they behaved quite rudely towards the surgeon during her hospital admission for observation. We conducted an exhaustive search for the fragment inside the abdominal cavity, washed with saline solution, and were able to retrieve and extract three fragments, each approximately 4 mm in size. She was discharged on friday, (B)(6), after undergoing an abdominal CT scan in which the radiologist reported observing tubular material adjacent to the abdominal fascia measuring less than 3 mm. Additional information received by applied medical representative via email on 10nov25: the cannula was only used once. The cannula and fractured obturator were used only once to enter the abdominal cavity through the infraumbilical incision. With direct vision using the camera, perpendicular to the fascia the trocar was inserted through the tissue layers. There were difficulties during insertion. The patient's adipose tissue was abundant and very lax, as was the fascia. The surgeon had to make semi-rotational movements with the wrist while inserting the trocar, and even then, it took longer than usual to enter. Intervention: we conducted an exhaustive search for the fragment inside the abdominal cavity, washed with saline solution, and were able to retrieve and extract three fragments, each approximately 4 mm in size. Patient status: she was discharged on friday, (B)(6).